Event description:
It was reported that the customer experienced multiple severe hyperglycemic episodes caused by the insulin pump. The customer reported being hospitalized around (B)(6) 2011 for severe diabetic ketoacidosis. The customer reported they were unable to control their blood glucose. Customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.